Manufacturer narrative:
The field service engineer (fse) found a leaky cell rinse tube. The fse replaced the affected tubing, performed checks and tests to confirm the module was running back in specifications. The customer ran calibration and qc successfully. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable tina-quant igg gen.2 assay result for a patient sample tested on a cobas 8000 c 702 module. The initial result was 0.07 g/l. The sample was repeated on a different analyzer, and the repeat result was 3.0 g/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The reagent lot number is 84952801 with an expiration date of 30-nov-2026. The investigation is ongoing.